Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the surgeon struggled to go through the lesion and when he removed the .014 195cm atw marker wire he noticed the missing tip. The tip of the wire broke off inside the right coronary artery (rca) of the patient. No patient injury was reported. The procedure was a percutaneous transluminal coronary angioplasty (ptca) and distal stenting. The target lesion was the right coronary artery (rca). The lesion was severely calcified and had moderate vessel tortuosity. The device was not used for a chronic total occlusion. The product was stored as per labeling. The product was opened in a sterile field. The product was inspected and prepped according to the instructions for use (IFU). There was nothing unusual noted about the device prior to use. The wire was not kinked or damaged in any way prior to insertion into patient. The wire was re-shaped by the user by using the finger tips. The wire was not used for treatment of another lesion prior to the event. The wire tip was visible on fluoro throughout the procedure. There was difficulty tracking the wire through the vessel. The wire behaved normally, and the torque response was good. There was no resistance/friction between the wire and other devices neither during insertion nor during withdrawal into another device. The wire did not kink while being used. The wire tip did repeatedly prolapse during placement. The tip did not remain in a prolapsed position during treatment of the lesion. The wire did not become fixed or caught at any time prior to the event, during advancement, during withdrawal, in the lesion, nor in the distal vessel. However, it struggled to get through the lesion. The wire was torqued against some resistance in the lesion. The broken off tip was not found. No surgery or snaring was performed to remove the broken off tip. A non-cordis product was used to complete the case. Additional procedural details were requested but were unknown.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. During a percutaneous transluminal coronary angioplasty (ptca) and distal right coronary artery (rca) stenting procedure, the surgeon struggled to pass the guidewire through the lesion. When the .014 195cm atw marker wire was removed, the distal tip was noted to be missing. The tip of the wire broke off inside the (rca) of the patient. No surgery or snaring was performed to remove the tip, the separated tip was not found. A non-cordis product was used to complete the case. The lesion is severely calcified and has moderate vessel tortuosity. The device was not used for a chronic total occlusion. The product was stored as per labeling. The product was opened in a sterile field. The product was inspected and prepped according to the instructions for use (IFU). There was nothing unusual noted about the device prior to use. The wire was not kinked or damaged in any way prior to insertion into patient. The wire was re-shaped by the user by using the finger tips. The wire was not used for treatment of another lesion prior to the event. The wire tip was visible on fluoro throughout the procedure. There was difficulty tracking the wire through the vessel. The wire behaved normally, and the torque response was good. There was no resistance/friction between the wire and other devices during insertion nor during withdrawal into another device. The wire did not kink while being used. The wire tip did repeatedly prolapse during placement. The tip did not remain in a prolapsed position during treatment of the lesion. The wire did not become fixed or caught at any time prior to the event, during advancement, during withdrawal, in the lesion, nor in the distal vessel. However, it struggled to get through the lesion. The wire was torqued against some resistance in the lesion. Additional procedural details were requested but were unknown. The device was returned for analysis. A non-sterile sgw atw .014 str floppy 195cm cardiology wire was received for analysis coiled inside a plastic bag. No original packaging was returned for analysis. Per visual analysis the wire was received separated at the distal tip. No other issues were noted. Per microscopic analysis, the unit was sent for sem analysis to identify the cause of the separated guide wire tip. Sem results showed that the guide wire presented with evidence of cutting per the pattern observed on the transverse section. The available evidence may suggest that the device separation occurred due to an interaction with an unknown sharp object. No other anomalies were found during sem analysis. A product history record (phr) review of lot 10873215 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The phr review does not suggest that the event reported by the customer could be related to the manufacturing process. The event reported by the customer as ¿guidewire-tracking difficulty¿ could not be evaluated due to the nature of complaint itself. However, the event reported as ¿distal tip-wires-fractured-separated - in patient¿ was confirmed due to the separated condition of the wire as received. Nonetheless, the cause of the separated damage condition could not be conclusively determined during the analysis, however analysis results showed that the guide wire may have encountered an interaction with an unknown sharp object. As per the instructions for use, ¿tip fractures have been reported in procedures involving guidewire entrapment, total occlusions, highly tortuous vasculature, and small side branches. Guidewires are delicate instruments and should be handled carefully. Prior to use and when possible during the procedure, inspect the guidewire carefully for coil separation, bends, or kinks. Movement of torque device or metal insertion tool on a guidewire¿s coating may compromise the integrity of the coating. Do not use a guidewire that shows signs of damage. Damage will prevent the guidewire from performing with accurate torque response and control. Guidewire manipulation/torqueing should always be performed under fluoroscopic guidance. Never push, auger, withdraw, or torque a guidewire that meets resistance. First, using fluoroscopy, determine the cause of resistance and take any necessary remedial action. Torqueing or pushing a guidewire against resistance may cause guidewire damage, and/or guidewire tip separation, or direct damage to the vessel. Resistance may be felt and/or observed (via fluoroscopy) by noting any buckling of the guidewire tip. If guidewire tip prolapse is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guidewire may occur. If any resistance is felt, i.e., due to vessel spasm, bent guidewire, or guidewire entrapment, while manipulating or removing the guidewire in the blood vessel: stop the procedure. Do not move or torque the guidewire. Using fluoroscopy, first determine the cause of the resistance, then take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged. This may cause blood vessel injury or result in fragments being left inside the vessel. Should torque control/tip response be compromised during confirm tip integrity using fluoroscopy. Loss of torque control may be due to core wire fracture. Under fluoroscopic guidance, advance the balloon catheter to the distal end of the guidewire and remove the balloon catheter/guidewire system as a unit.¿ neither the phr review nor product evaluation results suggest that the events could be related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.